Event description:
It was reported that during a da vinci s myomectomy procedure, the customer was unable to remove instruments from two of the patient side manipulator arms. After several unsuccessful attempts to remove the instruments, and prior to calling intuitive surgical for technical support, the surgeon made the decision to convert the procedure to traditional open surgical techniques. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer found that the issue experienced by the site was due to improper removal of the instruments from the patient side manipulators (psm). The surgical staff attempted to release one of the instruments from the sterile adapter installed on the first psm prior to clasping the instrument release levers, which jammed the instrument into the sterile adapter, preventing removal of the instrument. The customer then used the instrument in the first psm to straighten the wrist of the instrument installed on the 2nd psm, which broke the instrument, preventing removal of the instrument. The patient side manipulator is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The fse removed the instruments from the affected psms and functional testing of the system using training instruments and accessories found that the system functioned within specification. The fse also retrained the site's biomedical department on proper removal of the instruments from the psm arms. On (B)(4), 2012, isi followed up with the initial reporter at (B)(6) medical center and she indicated that there was no harm to the patient, the patient tolerated the open procedure well and to the best of her knowledge the patient has not returned to the hospital due to any post-operative complications. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. As of (B)(4), 2012 there have been no reported recurrences of the issue at this hospital.